Event description:
It was reported by service report that the fowler would drift down at 20 degrees with a slight downward force. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Result: fowler brake.